Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer¿s blood glucose level was unknown. Customer was treated in hospital with manual injection. Customer does not allege that insulin pump was under delivering. Health care professional stated that the customer was not admitted into the hospital due high blood glucose readings, his hospitalization is not diabetes related. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported air bubble is near the tubing connector. The insulin pump will be returned for analysis.